Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg) was not in the pacing mode that the physician had programmed, could not be telemetered, and would not respond to magnet application. The physician elected to explant the ipg and implant a new one. After explant, the ipg could be telemetered and was found to be in back-up mode. The back-up mode was reset and the ipg was returned to st. Paul.